Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic gastric sleeve, the reload would not fire. The device was tested and fired one staple load with the adapter, the load fired completely but slower than the normal. Another attempt was made to fire another load and it would not fire. In addition, the device acted as if it would fire but slower than normal. Same thing happened when the surgeon fired the device during procedure except about 10mm of staples fired before the blade stopped. It was also stated that there was staple line incomplete proximally. The line was re-initiated with a new stapler, adapter and reload. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were communications errors in the logs. There was deformation present on the j-hook. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause for the communication error could not be determined with regard to the reported condition as the condition was unable to be replicated. Additionally, the investigation detected a unreported condition of j-hook deformation that has no relationship to the reported condition. This deformation to the j-hook is consistent with the damage seen when the user tries to remove the reload when it is not opened all the way to its calibrated position. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.